Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an occlusion seen on the CT scan of their carotid. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The account reported that during a follow up visit on (B)(6) 2019, an occlusion was seen on the CT scan of the patient¿s carotids. There were no changes in patient condition, anticoagulation status, or pump parameters that would have contributed to the event. No further tests were done and treatment was not provided. A 6-month follow up was scheduled; however, the patient did not have any further admissions or testing due to covid-19. It was reported that a follow up would be scheduled when in-person visits could resume. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The hm3 lvas IFU lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. Furthermore, the IFU provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.